Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the issue resolved after the MRI and system was functioning normally.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient experienced vibration of the ipg during an MRI on (B)(6) 2025. Additional information is not available at this time.